Event description:
Per the clinic, the patient experienced poor performance and zig zag impedance. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.